Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal 2000 mcg/ml. The dose was unknown. The indications for use were intractable spasticity and post spinal cord injury. It was reported a motor stall was seen at initial interrogation. Logs showed that a stall occurred on (B)(6) 2016. The patient heard an alarm and had sudden symptoms of baclofen withdrawal. The patient had not recently had an MRI. Stopped pump period may exceed tube set occurred. The patient was not in any new environments. Technical services from the device manufacturer confirmed a motor stall. The patient was sent over to a neurosurgeon for evaluation on (B)(6) 2016, and the patient was scheduled to be replaced on (B)(6) 2016. The patient¿s surgery was cancelled the morning of (B)(6) 2016, and they trying to get the patient¿s insurance approved to possibly add the case on at 7pm that night. As of (B)(6) 2016, the patient was still not approved for surgery and received notification late on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 1349.6 mcg/day). Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear and lubrication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was noted that the patient was quadriplegic and was unable to be weighed in the hcp¿s office. It was further noted however that the patient reported their weight as being (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was replaced on (B)(4) 2017. The cause for the motor stall was unknown.

Manufacturer narrative:
Correction: in the previously submitted report on 2017-jan-12, it was reported that the pump was explanted on (B)(6) 2017. The actual date of explant was (B)(6) 2016. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer's representative. The pump was used to infuse gablofen (baclofen) [2000 mcg/ml] at an unknown dosage. It was reported that the patient's pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.